Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12i28024. No exceptions were observed that were related to the reported condition. The problem could not be confirmed, nor could the cause be determined. Additional information from the nurse, who stated that the patient's pd catheter was removed on (B)(6) 2013 and the patient was switched to hemodialysis. It was unknown if the patient has recovered.

Event description:
It was reported that a patient experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown and the patient was not hospitalized for this event. Treatment for this event was not reported. The patient was recovering and dianeal therapy was ongoing. Same patient as (B)(4).

Manufacturer narrative:
(B)(4): per the nurse, the peritonitis occurred in (B)(6) 2013. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.